Event description:
It was reported that during a supply change the user applied an infusion set without removing the adhesive cover, then attempted to reapply the same set, which failed to adhere; a new infusion set was then obtained and successfully applied. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms and no need for medical care. Investigation included troubleshooting and user education on correct infusion set application. Investigation of this case revealed incorrect deployment of the infusion set and connector application error associated with the infusion set and cartridge, with resolution through replacement and proper application. It was concluded, based on previously established findings for similar reports, that user technique error was the likely cause.